Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to conduction pacing anomaly of 180 milli seconds, first loss of capture and low amplitude output of 4.75 milli volts. In addition, fluoroscopy was performed during the therapy upgrade procedure. A new non boston scientific model was placed in the left bundle branch placement. No additional adverse patient effects were reported.